Event description:
It was reported the patients blood glucose level rose above 400 mg/dl while wearing the pod for less than an hour. No treatment was provided.

Manufacturer narrative:
The investigation found corrosion on the pcb and battery stacks. No data could be retrieved from the device due to corrosion present on the pcb. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and fluid was observed diverting through the hole in the internal soft cannula preventing the proper delivery of insulin. A puncture to the bottom housing vent was observed. The timing and cause of the damage is unknown.